Event description:
Facility alleges blood leak. Occurred at beginning of dialysis. Treatment stopped; circuit discarded. Estimated blood loss > 100cc.treatment restarted with new dialyzer; no furrther problems.